Event description:
It was reported that solution was leaking in large amount from the catheter while in use. The catheter was replaced with a new one eventually. There was no patient injury as a result of this issue.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock assembly and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. A functional leak test was performed per amrq-000017 section 7.5 rev. 7 using the returned catheter and returned snaplock assembly with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. During functional inspection, the returned components passed a functional leak test. Therefore, based on this, there were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that solution was leaking in large amount from the catheter while in use. The catheter was replaced with a new one eventually. There was no patient injury as a result of this issue.